Event description:
Boston scientific crm received information that one of this patient's leads was exhibiting impedance measurements greater than 2500 ohms and no capture at maximum device outputs. The patient has a boston scientific pacemaker and right ventricular lead with a competitive atrial lead.

Manufacturer narrative:
According to our resources, both leads remain actively implanted and no other adverse events have been reported. Efforts to obtain additional event information were unsuccessful. This issue will be re-evaluated if additional information is received.